Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used in the colon during an colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the center image of the scope was darkened and the patient's anatomy was not visible. The procedure was completed with another fuse 1c colonoscope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A fuse 1c colonoscope was received for analysis. A functional evaluation was performed and found all images static and discolored. Additionally, moisture was found in the insertion tube which interferes with the imaging circuits. The reported issue was confirmed. The damage was most likely due to the mishandling of the device. The moisture leaked into the insertion tube and could cause an electrical fault with the imaging circuit. Therefore, the assigned investigation conclusion code for this complaint is designated as unintended use error caused of contributed to event. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used in the colon during an colonoscopy procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, the center image of the scope was darkened and the patient's anatomy was not visible. The procedure was completed with another fuse 1c colonoscope. There were no patient complications reported as a result of this event.